Event description:
It was reported via call that the customer experienced hyperglycemia. Customer blood glucose level at the time of incident was 30mmol/l and his current blood glucose level was 24 mmol/l. Customer was feeling dizzy and took time to walk. Customer was treated with pen injection to treat high blood glucose. Customer did not agree for troubleshooting. Customer used insulin pump system within 48 hours of reported event. It is unknown whether auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.